Event description:
On (B)(6) 2012, the pt's caretaker called stating the pt had elevated blood glucose levels. He stated that when he changed the pt's infusion set there was blood in the infusion tubing. The pt's normal blood glucose range is 100 mg/dl. On (B)(6) 2012 the pt's blood glucose level was 516 mg/dl. The pt has been self-treating his elevated blood glucose levels via bolus with his infusion device. The infusion device has not displayed any error or alert messages. The caretaker stated that the blood went about three inches up the infusion tubing. The pt is switching to his backup infusion device. Follow-up with the pt's caretaker revealed that the pt's blood glucose levels returned to normal with the backup infusion device. On the day of report the pt was given a shot of insulin by the caretaker to bring the blood glucose level down. The caretaker provides treatment because the pt is blind. The infusion device and infusion sets were replaced and were requested to be returned for evaluation.